Event description:
Returned device analysis revealed that the guide wire was not an asahi guide wire nor was it an abbott guide wire. Follow-up information confirmed that the returned guide wire was the guide wire used in the procedure.

Event description:
It was reported that the 1.5 x 15 mm mini trek was used for pre-dilatation and after inflating, while removing the device it stuck on the miracle brothers asahi guide wire and could not be removed. The catheter and guide wire were removed together. Another guide wire and catheter were used to complete the procedure. There was no resistance advancing the catheter. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The analysis was performed by (B)(4): analysis noted that upon unpacking, we found a plastic bag containing a guide wire, which however was confirmed not asahi guide wire. The guide wire has bluish coating over the shaft, bluish polymer jacket for distal approx.40cm. This does not match any of asahi guide wire. Although it was originally reported that a miraclebros guide wire met resistance with the mini trek catheter, analysis revealed that the returned guide wire was not an asahi or abbott vascular guide wire. No further investigation is required as it appears that an asahi guide wire was not involved in this complaint.

Manufacturer narrative:
(B)(4), attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information.the device is manufactured by asahi intecc. Co. Ltd. Medical division; however, (B)(4) distributes the device and is responsible for MDR reporting.